Event description:
It was reported that the device could not be interrogated and would not measure due to sudden end of life (eol). Data analysis of the device shows high battery impedance indicated for eol. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Concomitant product: 407658 implantable pacing lead implanted: (B)(6) 2010. (B)(4).